Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; an unknown electrical problem was observed. On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ping enhanced meter displayed the pc connected message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter message occurred at 6pm on (B)(6) 2016 after the patient had dropped the mater in water. The patient manages their diabetes with insulin pump therapy and stated that they continued with their usual diabetes management regimen as a result of the alleged product issue. The patient stated that at 10pm, the same evening they felt ¿more tired than usual¿ which they associated with having hyperglycemia. In response to this symptom the patient self-treated by taking an additional 3.25 units of novorapid insulin after obtaining a blood glucose result of ¿24mmol/l¿ on their back up ¿contour¿ meter. At the time of troubleshooting, the csr noted that the patient was not using the product for the first time and changing the batteries did not resolve the issue, however the csr noted that there was misuse of the meter as it was dropped in water. The patient¿s products were requested for evaluation. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.